Manufacturer narrative:
H6 correction: medical device ¿ problem code has been changed to 2954. Internal complaint number: (B)(4). The certificate of conformance (c of c) was reviewed. Maquet certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation on 03/11/2021. An investigation was conducted on 03/16/2021. A visual inspection was conducted. The device was returned in its unopened package. The package was opened. There were no visual defects observed on the device. The tip of the blower mister was observed to be intact, no visual defects were observed. A mechanical evaluation was conducted the flow control for the saline was adjusted between 5l/min (0.08l/s). Care was taken not that it doesn't exceed 8l/min. The pinch clamp on the IV tubing was closed and the IV spike was connected to a new bag of sterile saline with pressure cuff around it. After opening the pinch clamp the sterile saline and the co2 gas started to flow simultaneously through the IV tubing. We were able to adjust the sterile saline flow to 1-5 (ml/mim) and the flow of co2 gas with the help of the rollers. The sound of co2 gas was heard at the atruamtatic tip while coming out of the tube. To determine patency of the tubes, a blue dyed saline fluid was injected into the saline port. There were no blockages and the fluid flowed through all the way to the tip and out it dripped. The same test was conducted on the co2 tube. The fluid did flow through the tube and no resistance was felt when the fluid was pushed into the co2 tube.: based on the returned condition of the device, the reported failure "improper flow or infusion" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using blower mister, 5-pack. The team was unable to get the saline to spray as expected. The account attempted to use 2 devices and refused to use the remaining 2 devices after the defects. No patient involvement.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using blower mister, 5-pack. The team was unable to get the saline to spray as expected. The account attempted to use 2 devices and refused to use the remaining 2 devices after the defects. No patient involvement.